Manufacturer narrative:
Qn#(B)(4). Per DHR the product hemolok l clips 6/cart 84/box lot# 73d1800008 was manufactured on 04/01/2018 a total of 15,904 pieces. Lot was released on 04/12/2018. DHR investigation did not show issues related to complaint. The customer returned two loose clips from 544240 hemolok l clips 6/cart 84/box for investigation. The clip cartridge was not returned. The returned clips were visually examined with and without magnification. Visual examination of the returned clips revealed that one of them was returned with the hook broken off. The other clip was intact but opened. On the intact clip, it was found that there is an indication of mis-molding near the hook which could cause the hook to break upon application. Functional inspection was performed on the intact clip that was returned. A lab inventory clip applier was used. The clip was manually loaded into the jaws of the applier and was successfully attached to over-stressed surgical tubing without the hook breaking off. Although the hook did not break, there is an indication of mis-molding near the hook which could cause the hook to break upon application. Since the clips are a purchased part, mis-molding of the clips is a supplier related issue. A scar has been previously opened to further investigate this issue. The IFU for this product, l06110, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." The reported complaint of "clip fell from applier" was confirmed based upon the sample received. Two loose clips were returned. One of them had the hook broken off of it. An indication of mis-molding near the hook was found on the other clip which could cause the hook to break upon application. Upon functional inspection, the other clip was successfully applied to over-stressed surgical tubing. Although the hook did not break, there is an indication of mis-molding near the hook which could cause the hook to break upon application. Since the clips are a purchased part, mis-molding of the clips is a supplier related issue. A scar has been previously opened to further investigate this issue.

Event description:
It was reported that the clips fell from the applier into the patient during the surgical procedure. The clips were taken out and the customer complained that the clips were too soft.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clips fell from the applier into the patient during the surgical procedure. The clips were taken out and the customer complained that the clips were too soft.